Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post op check, a chest x-ray revealed that the atrial lead had dislodged. The lead was successfully repositioned and tested with normal electrical values. The patient was in stable condition before, during and post surgery and would continue to be monitored..